Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller alleges increased blood glucose readings up to "hi"; took correction via pump without success. Customer reported taking correction via pen and values were stabilized. No adverse event reported. Requested return of the alleged device for evaluation and replacement was provided.